Event description:
It was reported that, while in use on a patient, this 980 ventilator "shut down". The patient was removed from the ventilator and placed on an alternate ventilator with no injury. Although it was reported that the ventilator "shut down", a review of the diagnostic code provided indicates the ventilator entered into backup ventilation.

Manufacturer narrative:
H3: medtronic conducted an investigation based upon all information received. Medtronic has not received the suspect device/component from the customer for evaluation nor has the device been evaluated by the medtronic service engineer. It was reported that, while in use on a patient, this 980 ventilator "shut down". Although it was reported that the ventilator "shut down", a review of the diagnostic code provided indicates the ventilator entered into backup ventilation. The device was not available for evaluation. The customer's biomedical (biomed) engineer inspected the ventilator and found relevant code indicating the unit entered into backup ventilation at the time of the event. The biomed also found exhalation subsystem test and expiratory pressure 3.3 v ref scaled out of ranged (oor) codes. The biomed has been trained to repair the unit and called medtronic technical support for assistance. Technical support suggested to run the extended self test (est) first to verify no new codes present. Biomed was also instructed to check the cables to the exhalation sensor printed circuit board assembly (pcba). The biomed to replace the pcba if required. If the troubleshooting recommendations do not resolve the reported issue, the biomed to call back for repair. As of this report date no return call has been received. The cause of the observed condition could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.